Event description:
The nurse reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose level of 697 mg/dl. An emergency medical service was dispatched to the customer and also had to visit emergency room. The customer was treated with intravenous insulin infusion and insulin pump. The current blood glucose level was 340 mg/dl. Customer experienced symptoms related to high blood glucose such as feeling sick or unwell and chest pressure. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.